Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got no delivery alarm on insulin pump and experienced high blood glucose level of 511 mg/dl. Troubleshoot was performed and customer did not wish to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. The product was not returned for analysis.